Event description:
The customer contacted stryker to report that their device does not power on. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The device was returned without a dc battery installed. The technician observed that the device would power on with a testing dc battery installed. The technician replaced the ac power supply (eos) to repair the device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due blown fuse on eos. Part number 3200924-504.

Event description:
The customer contacted stryker to report that their device does not power on. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.